Manufacturer narrative:
This report is submitted on june 5, 2019.

Event description:
Per the clinic, the patient experienced an infection and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
It was reported the infection was not device related. This report is filed on july 10, 2019.

Manufacturer narrative:
This report is submitted september 12, 2019.